Manufacturer narrative:
A visual inspection of the returned cycler exterior showed sign of physical damage. The heater tray is rubbing against the top cover (front panel side). There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Encountered dark screen. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler underwent a go/ no go gauge check and passed. The cycler underwent a load cell verification and failed. The failure was due to contact between the heater tray and top cover caused by a misaligned load cell. The cycler needed load cell realignment and calibration. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to report the liberty select cycler is alarming with an m65 scale reading error alarm during an unknown phase of the patient's treatment. This issue occurred multiple times. The fresenius technical support representative issued a replacement cycler due to the m65 alarm. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.